Event description:
The biomedical engineer (bme) reported that the telemetry transmitter was getting hot, and the case was cracked in a couple places. This issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter was getting hot, and the case was cracked in a couple places. No harm or injury was reported. Investigation summary: customer reported that their transmitter got hot. Additional information from ticket 128138 states that the unit had physical damage and fluid intrusion. A previous investigation under irc-nka300097945 identified that the incorrect insertion of the battery may cause the battery spring terminal to break the coating of the battery, leading to short circuit and eventually heating of the device. The battery used with the complaint was not returned and it could not be confirmed if it was damaged from improper battery insertion. A definitive root cause could not be identified as the device was not returned due to the customer reporting physical damage and fluid intrusion. A possible cause of the issue is improper battery insertion due corroded battery terminals. The operator's manual provides instructions on how to properly insert the batteries on the device. Furthermore, a design change was made to prevent overheating by short circuit caused by improper insertion of the batteries (ref tn-1231). The design change has been applied to the following serial numbers: (B)(6)- serial (B)(6) or later zm-521pa - serial (B)(6) or later zm-530pa - serial (B)(6) or later zm-531pa - serial (B)(6) or later. The complaint device zm-531pa sn (B)(6) was made prior to this change. A design change has been implemented to the product to prevent short circuit of the battery during battery insertion.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they have a telemetry transmitter that was getting hot, and the case was cracked in a couple of places. Nihon kohden technical support (tech support) assisted them with replacing and monitoring another transmitter. This was found at set-up, and not in patient use.